Event description:
Customer reports non integration, infection, inflammation, delayed healing and pain. Over all healthy older woman with common symptoms of age, blood pressure medication, cholesterol medication prescribed.

Event description:
Customer reports non integration, infection, inflammation, delayed healing and pain. Over all healthy older woman with common symptoms of age, blood pressure medication, cholesterol medication prescribed.